Manufacturer narrative:
Initial and final MDR (B)(4) -device 8 of 8.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced that eight-infusion sets tubing detached from connector on (B)(6) 2025. The infusion set was in use between 24 to 48 hours. The patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-05566. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008301, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008301 was manufactured according to the work instruction (wi) version 116 and manufactured in the line 5 on 05-aug-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4g03048 was manufactured according to the wi version 7 and manufactured in the machine itl01, on 02-aug-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4h00714 was manufactured according to the wi version 64 and manufactured in the machine sc03, on 05-aug-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.